Event description:
Caller reported that a pump malfunction occurred, displaying a malfunction 0 code. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, but the malfunction recurred, leading to the decision to replace the pump. Customer was guided on using multiple daily injection (mdi) as a backup therapy until the replacement pump with updated software is received.